Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in an elective lumbar spine decompression and fusion procedure. It was reported that the patient received intraoperative imaging, and the orientation was determined/inputted by the radiologic technologist (rt.) This was two scouts, and the surgeon confirmed the levels not of l/r. The system experienced a potential equipment glitch. The images were mirrored from left/right markers. The surgeon declined to repeat the spin to minimize radiation exposure to the patient. It was noted, "incidental: lack of correction before upload to coral." Post procedure the patient experienced left-sided pain in the leg and groin. The computed tomography (CT) showed that the left lowermost screw was medial indicating incorrect screw had been repositioned (right side screw instead of the left.) An additional surgery was required to reposition the screw and resolve the patient's pain. According to the surgeon, it was likely related to human error as he did not think the technician had selected the right orientation (patient prone, but the default supine position was used.) The report submitted by the hospital also stated that the surgeon was aware of the flip in position but chose to carry on using the scan. The imaging system has been used continuously since this incident with no further issues.